Manufacturer narrative:
As of (B)(6) 2017 unused returned and retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility and latex screening studies. Refer to for further details. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product 's labeling has a warning that it is a strong adhesive not intended for use on delicate or sensitive skin. This warning has been prominently displayed on the label as compared with other warnings for the device. Complaint database was reviewed; there was no negative trend identified for the associated product.

Event description:
Reporter stated that product ripped her mother's skin off when she pulled the product off.